Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section h3, and to provide the completed investigation results. One used 6fr angio-seal vip device was received for product evaluation. The arteriotomy locator was returned mated with the sheath. The guidewire and sealed poly foil pouch were returned as well. Visual inspection revealed that the sheath was properly mated with the locator and the blood inlet holes were properly aligned. There were no signs of damage or deformation noted on the sheath/locator assembly. No other visual anomalies were noted. Dimensional testing was performed, the outer diameter of the sheath was measured to be 0.1156''which was within specification of 0.114'' +/- 0.005; the outer diameter of the arteriotomy locator was measured and found to be 0.090''; which was within the specification of 0.092" +0.000/-0.002. All measurements were within the manufacturer specifications. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. The investigation results verified the returned sample was of the normal product. The exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Weight - reported to be skinny/ approximately (B)(6) kg. Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the involved angio-seal device was used during a coronary angioplasty procedure by right femoral. The introducer was removed, and the dilator began to pass, manages to pass the skin; however, failed to position itself inside the artery so that it was not possible to place. There was no patient injury or surgical intervention required. The patient was in good condition. Additional information was received on 04feb2020. A 6fr sheath was used. A pre-deployment angiogram was performed. Hemostasis was achieved by manual compression. The anchor was not released; the obturator did not cross, and the physician/doctor decided to stop the procedure. When the angio-seal failed, the physician/doctor reintroduced the sheath, and then patient had blood filtration over the puncture site, and outside the sheath.